Event description:
Information was received from a manufacturer's representative (rep) and a consumer from (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient's recharge interval was getting better (longer). It was noted that the patient initially charged every 3 days and now he was charging every 5 days. The patient noted that it now took 45 minutes to charge from 75% to 100%, but sometimes, lately, it took him 10 minutes to charge from 75% to 100%. The patient noted that he usually got 8 coupling boxes. Recharge statistics were gathered from the clinician programmer: number: 80 duration: 0.9 hrs typical interval 4.0 days typical coupling 8 boxes date, duration, % at end 9-12, 0.8, 100 9-9, 0.9, 100 9-4, 1.1, 100 8-31, 0.5, 100 8-27, 1.1, 100 8-23, 0.3, 100 the patient's settings were noted as follows: group d 1 4.3v 400usec 55hz 724ohms 2 1.7v 450usec 55hz 215ohms 24-7 - no changes/adjustments - group d 100% of the time it was noted that the patient had high impedances on contacts 11 and 15. All contacts associated with 11 were >10,000 ohms and on 15 all contacts associated were >10,000 except 0, 5, 8, 9, and 10. It was noted that a revision was scheduled for (B)(6) 2016. The patient had stimulation down the right leg for pain in the right leg, but they were going to move the lead that provided that stimulation up his back to cover lower back since he needed it more there. Additional information received from the rep on 16-sep-2016 reported the high impedance issue had not yet been resolved. It was noted that no actions or interventions had been taken to resolve the high impedances at the time of this report. The cause of the high impedances was unknown. It was also noted that the patient was receiving stimulation as needed following troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.